Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine office visit, the pulse generator exhibited a ventricular lead impedance measurement anomaly. A polarity switch was noted. The patient would be monitored.